Event description:
Customer states: after 2 days use on a patient at hospital, a doctor confirmed the patient developed pharyngeal edema and he had to perform the tracheostomy. The intubation was performed by use of pharyngoscope. Currently the patient is recovered. Pre-test was done.